Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time

Event description:
Per biomed - rns are stating that the lollipop continues to move even when the PICC wire is not moving.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation/repair. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The tracking and ECG tracing was correct when tested at the facility. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to refurbished inventory. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - rns are stating that the lollipop continues to move even when the PICC wire is not moving.